Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have a broken blade. The blade broke at roughly 0.107¿ from the base. Broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The instrument was found to have a broken inner tube.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the ethicon generator alarmed and displayed a message indicating high pressure and replacement was required of the harmonic ace instrument. The nurse removed, cleaned, and reinstalled the instrument. The instrument broke after a few minutes of use. The fragment was retrieved during the operation. The procedure continued as planned with no reported injury. Due to the alleged issue, the procedure was delayed by 10 minutes. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected prior to use. All fragment(s) were retrieved with endoscopic instruments during the same procedure. No additional surgical procedures were required to remove the fragment. No post-operative tests were performed to check for remaining fragments. The surgeon was using the instrument to free mesentery tissue and did not have issues with the functionality of the instrument during the procedure. The surgeon had no issues with removing the instrument from the arm prior to the breakage. There was no report of collision with any other instruments or other hard material. The patient has not returned to the hospital due to post-surgical complications related to retaining a foreign object. Patient demographic information was requested, but the site was unwilling to provide the information.